Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging visualization of particles.. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.